Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v534612, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the doctor told the patient the battery life should last five years and she was coming up on three years. The patient was having difficulty with stimulation since right after her move on (B)(6) 2013. The patient noted that the event began a few weeks after the move and stimulation was working wonderfully and controlling her symptoms prior to the move. The patient stated that she would have strong, painful stimulation and she was unable to adjust it, so she turned it off. The patient stated that she had a full return of symptoms and was having to wear a lot of pads with stimulation off. The patient noted that she was on a pill as well as cream. The patient stated that she would rather not work with the ins and would prefer to have a doctor do it in person. Additional information was requested, but was not available as of the date of this report.